Event description:
It was reported that multiple intermittent occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. Customer resumed insulin and attempts to bolus in smaller increments to address the issue.